Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Sensor interface board (sib), pcb circuit identification board and complete connector with harness assembly were replaced to resolve the issue.

Event description:
The hospital reported an error that results in a loss of mechanical ventilation. There was no report of patient involvement.